Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to call back if the issue recurred.